Event description:
It was reported, after 18 days of use, the urinometer open/close lever was in the open position; however, the 'total urine content did not flow' into the collection bag and required 'additional manipulation'. The device was discontinued. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of ths malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).